Event description:
The pt stated that approx 2 months ago, her blood glucose elevated to 300 mg/dl. Her normal blood glucose range is around 150mg/dl. She stated that her infusion set had been in use for 2-3 hours. She was able to lower her blood glucose by changing her infusion set and bolusing through her infusion device. No further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. Accu-check flexlink is same product as accu-check ultraflex which is sold in the us under 510 (k) # k033892.